Event description:
A customer reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level during these events. To resolve the issue, the customer changed the cartridge and resumed insulin administration. Due to ongoing occlusions the customer reverted to manual dose injection for insulin therapy.